Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Additional, changed, and/or corrected data: b5, h6, h11.

Event description:
Healthcare professional reported capsular contracture baker grade unknown.

Event description:
Healthcare professional reported left side "confirm leak". Healthcare professional later reported "actually the patient has a rupture in the contralateral side". Healthcare professional additionally reported "rupture". Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.